Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It has been reported the lens has rotated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.50/+2.5/171 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced lens rotation and blurred vision. On (B)(6) 2022 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as the device and noted "short diameter". H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).